Event description:
The initial reporter received questionable ise indirect na for gen.2 results from an unspecified number of patient samples tested on the cobas pro ise analytical unit. The reporter was able to provide one example of a discrepant result: the initial result was reported outside of the laboratory. The qc shifted after 12 hours prompting recalibration, quality control and patient sample reruns. The initial na result was 149 mmol/l. The repeat result was 141 mmol/l. The initial result was not corrected.

Manufacturer narrative:
The serial number of the customer's cobas pro ise analytical unit is (B)(6).

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The field service engineer inspected the module and determined the event was caused by the ion-selective electrode valve (isv) for the internal standard not closing properly. He then inspected and cleaned the exterior of the sipper and vacuum nozzle, cleaned the dilution vessel, back-flushed the isv for the internal standard with deionized water, and performed a reagent flow path prime. He verified the module's performance by an ion-selective electrode check with acceptable results. The customer performed calibration and qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.